Manufacturer narrative:
Additional information: h4 device manufacture date added h3 evaluation summary: one decontaminated drainage bag and 9 unused samples were received at the manufacturing site for evaluation. Visual and functional inspection of the nine samples was performed according to procedures. The reported condition could not be confirmed in the unused samples received. They are within the specifications according to the functional stress test that was carried out. As for the used sample, it was received with the catheter disconnected. The reported condition is confirmed; the catheter is detached from the adapter of the sampling port. Based on the functional tests performed to all 9 received samples, these were found meeting the quality specifications. Only one sample presented the reported condition, the catheter detached from the sampling port adapter. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A corrective and preventative action (CAPA) has been opened to investigate and address the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. The results will be forwarded upon completion.

Event description:
The customer reported that the foley spontaneously broke apart in the csicu, the catheter detached from the tubing at the green seal. There was no patient injury reported. No further information is available.